Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited noise. The noise could not be reproduced. All electrical parameters were normal. The patient was in good medical condition and would continue to be monitored.